Event description:
A helical blade implanted with a nail in 2003, for an intertrochanteric fracture of the right hip was migrating through the bone and was removed about seven weeks later during revision to a total hip replacement.